Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose value was 500 mg/dl. Customer stated that she already changed the infusion set and did a manual injection. When they checked the blood glucose value it already went down to 380 mg/dl. Insulin pump will not be returned for analysis.